Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -8.5 into the patient's right eye (od) on (B)(6) 2020. Intraoperatively the lens was implanted, removed, and replaced with a shorter lens due to excessive vault and the problem was resolved. The cause of the event is reported as unknown.